Manufacturer narrative:
Additional information: no pain reported during treatment. 35cm of vein was treated. Patient presented with symptoms approximately 2 weeks post procedure. The patient complained of a tightness in calf if standing for prolonged periods. The patient was diagnosed with a class 4 ehit in left popliteal vein, likely attributed to a subtherapeutic blood clotting (inr). Following prescription of the steroids and the healing of some sores, the patient had been anticoagulated and returned for a further check one week later (approximately 3 weeks post venaseal implant) for a dvt check. The leg tightness had resolved and dvt was no longer occlusive. The patient developed skin breakdown on the left mid-calf due to a poor leg wrap and was continuing to be treated in wound care. Patient returned approximately 4 months later and persistent ulceration in the left posterior calf is reported. It is suspected the patient is still having granuloma formation or some type of foreign body reaction to the glue fragments. It is also suspected that the patient possibly has residual incompetent veins near the ulceration. The patient returned again a week later for a study. The patient has persistent ulcerations in the left posterior calf that is likely due to granuloma formation from sequestered cyanoacrylate adhesive. The complex fluid structure near the left ssv could represent infection and plan is to order an ultrasound guided aspiration of fluid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a venaseal procedure carried out on the short saphenous vein(ssv) without any issue. Approx 3 weeks post procedure, the patient presented with skin irritation along the length of the treated vein. Steroids were prescribed and some sores healed but others remain.